Manufacturer narrative:
The device was not returned to olympus for inspection and as such the reported failure could not be not confirmed. A root cause could not be identified. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use balloon dilator v (with knife) had a broken knife. The issue occurred while the patient while under sedation during a therapeutic endoscopic sphincterotomy procedure and was completed with a olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide updated information in the record: updated field: d4 expiration date.

Event description:
No additional information provided by the customer.